Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9316311, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-12, medical device lot #: 9316315, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-12. " initial reporter phone #: unknown. Investigation summary: one photo was provided. It shows a 50ml syringe next to a 60ml syringe. This issue was due to manufacturing process and the sap system limitations. Currently, the sap is back 50 ml and next production run is to be labeled as 50 ml. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot #s 9316311, 9316315 for this type of defect or symptom. During the batch record review it was confirmed that the labeling was done as 60ml.

Event description:
It was reported that the case was labeled as 60ml but the syringes inside were 50ml with a bd syringe enteral 50ml bns. This occurred on 25 separate occasions with both batches prior to use. The following information was provided by the initial reporter: it was reported that the case was labeled as 60ml but the syringes inside were 50ml. This was not identified until after the syringes had been kitted.